Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted on an unspecified date because the cuff had eroded into the urethra. The patient first reported voiding issues starting (B)(6) 2020. A new aus device was later implanted on (B)(6) 2021.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted on an unspecified date because the cuff had eroded into the urethra. The patient first reported voiding issues starting (B)(6) 2020. A new aus device was later implanted on 18jan2021.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms of erosion and incontinence are known risks associated with the artificial urinary sphincter procedures and are noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the instructions for use (IFU) was reviewed. The patient symptom of recurring incontinence was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.